Event description:
A patient brought to hospital with hypoglycemic symptoms was tested with inform system 1, result was 358 mg/dl at 9:40am. No treatment was given to the patient. At 10:13am a lab draw was done, result was 55 mg/dl. The patient was given and undetermined amount of d50. At 11:28am, the patient was tested with inform system 1 again and result was 310 mg/dl. The patient was still feeling hypoglycemic symptoms. The patient was then tested on inform system 2, result was 59 mg/dl at 11:33am. The patient was given more d-50, undetermined amount. The same lot of strips was used in both meters. The strips are not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is inform system 1, medwatch with identifier (B)(6) is inform system 2. Strips not available for return.